Manufacturer narrative:
(B)(4). The device was received at the time of the initial MDR submission. The lot was manufactured from october 23, 2014 ¿ october 24, 2014. The reporter stated that 12 hours after the device was connected to the patient, "over two hours" (of solution) remained in the device. The evaluation of the returned device is complete. Visual inspection showed no signs of physical abnormality that could have caused the reported problem. A functional flow rate test was performed, and the flow rate was found to be within the specification range of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the half day infusor underinfused. The device was infusing 2500mg of desferrioxamine in 44 ml of 0.9% sodium chloride. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.